Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation and implant removal from textured to smooth due to the concerns of the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, broken of plug strap, black/yellow particles in device outer surface and one curved opening. Leak test and microscopic analysis was performed which identified two openings sharp, wear abrasion and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two sharp openings in the side posterior edge assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported a left side deflation and implant removal from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.